Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room due to dyspnea, upon device interrogation normal device function was confirmed and lead measurements were stable. It is unknown if the patient¿s symptoms are related to the device or not. Upon device interrogation far field r-wave oversensing episodes were observed on the ra lead. It was suspected that the oversensing is a recent issue therefore a chest x-ray was recommended to confirm if there was lead dislodgement or lead fracture issues. Programming changes were made. No further information is available.